Manufacturer narrative:
Customer opened a complaint on (B)(6) 2025 with gem premier chemstat sn (B)(6), (gem premier chemstat pak sn's (B)(6). The recoveries were considered high in regard to clinical diagnosis and comparing result obtained on lab analyzers (cobas pure and cobas pro). There was no known patient impact. Customer reported that gem premier chemstat creatinine results were higher vs. Lab analyzer and provided correlation study data of total 41 samples involved 3 gem premier chemstat analyzers. The corresponding data was reviewed and regression analysis per our product claim of ±0.3/15 was conducted. Gem premier chemstat correlated well vs. The lab analyzer, except for 5 samples from gem premier chemstat pak 200019810. Sample tested at (B)(6) 2025 12:43 and samples # (B)(6) tested between (B)(6) 2025 19:00 to 21:41 appeared to have a suspected interferent. The sensor recovered after the iqm process @ (B)(6) 2025 3:00 am. No other performance issues were identified during the sample testing. We recommend to use our product claim (±0.3/15%) to assess the method correlation for crea as the biomatrix variation from sample to sample are different between chemstat and the lab analyzer and they could add additional error to the method bias. The manufacturing records were reviewed for the gem premier chemstat (cartridge serial #'s (B)(6) which demonstrated that the chemstat cartridge was found to pass all manufacturing and qa specifications. A review of the complaint database reveals there is no trend excursion pertaining to the reported failure mode. No remedial action is required.

Manufacturer narrative:
This is an initial report. Investigation is in process. A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that creatinine results from a gem premier chemstat pak (cartridge) were correlating high compared to their core lab analyzer. Results were running high based on patients' clinical diagnosis and exceeding criteria: 10% or .004. Customer results were reported. No further patient impact has been reported.